Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 41.5cm was returned for analysis. Final analysis found internal insulation abrasion was noted at 29.5-30.3cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.8-6.3cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 18.8-20.9cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.